Manufacturer narrative:
(B)(4). Any additional information received will be included in a follow up report. (B)(4). Per results of investigation, service technician was able to duplicate, "unit fails leak test." All testing was performed using a good known test patient circuit as well as a good known ac adapter. Service technician performed leak test from general checkout and ventilator failed the circuit leak test with a reading greater than 1 liter per minute. Internal inspection of ventilator revealed an unknown contamination inside the flow valve. Service technician installed a good known test flow valve and ventilator passed the leak test from general checkout.

Event description:
The customer stated that the model lap top ventilator 1200 fails leak test. Upon further investigation, the customer stated that there was no patient involvement.